Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implanting a 2.75 x 23 mm xience v stent in the distal mid right coronary artery (rca), a small edge dissection was noted. The dissection was treated by implanting a xience v 2.5 x 12 mm stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection is listed in the instructions for use (IFU) and product risk assessment as a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristic, procedural technique, and device size selection. The IFU also states that "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of other stents or other.)" A conclusive root cause cannot be determined.